Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years, 2 months due to severe mitral stenosis. Per the operative report: "...the mitral valve prosthesis was a previously placed pericardial prosthesis. ...there was some pannus which was also removed. The valve was then replaced with a #29 edwards pericardial prosthesis ... The valve was tested by inflating the ventricle with saline solution, appeared completely competent. ...cardiopulmonary bypass was discontinued. ...postoperative transesophageal echocardiogram revealed a normally functioning mitral prosthesis with no paravalvular leak ... The patient was returned to the cardiothoracic intensive care unit."

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported findings on the valve could not be assessed. Although the root cause of this event cannot be conclusively determined, it appears that the pannus noted likely caused or contributed to the patient's stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Evaluation summary: moderate to heavy calcification was observed in the cusp area of leaflet 2, minimal calcification was observed in the cusp areas of leaflets 1 and 3. The free margins of all three leaflets exhibited minimal to moderate calcification. Moderate host tissue overgrowth encroached onto the tissue at the outflow and inflow aspect and into the orifice. Host tissue was minimal to moderate at the stent inflow and moderate at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 and leaflets 2 and 3 at commissure 3, both on the outflow aspect. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. Wireform was exposed on the outflow aspect between commissure 1 and 2 and near commissure 2. The x-ray demonstrated calcification, no visible damage to wireform. The device was returned to edwards for analysis, which confirmed the original report of stenosis. Calcification and host tissue overgrowth was demonstrated on the valve, causing the stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve¿s hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards¿ tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.